Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21120. The patient received 2 scs leads with the same lot number. It was reported when completing the patient's permanent procedure, blood squirted out of the ipg pocket site and blood was also noticed at the lead thoracic incision site. Subsequently, the physician applied pressure, cauterized and used suction to control the bleeding. Additionally, the physician placed a jp drain on top of the incision site and there was moderate draining. As a result, the procedure was extended by at least an hour. The patient did not have any neurological deficits and was observed fo the remainder of the day at the surgery center.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.